Event description:
The manufacturer received information alleging an issue related to a cpapdevice's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a cpapdevice's sound abatement foam. Patient alleged of particles in airway from device. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device and found pieces of sound abatement foam, consistent sound abatement foam, were found in the blower box, on the blower motor, inside the blower motor, inside the bottom of the enclosure, and at the air output port, black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it, the sound abatement foam at the bottom of the enclosure visibly showed that it was degraded, was moist and had a large piece of sound abatement foam missing from the formation, large piece of sound abatement foam was stuck to the top of the blower motor and blower box cap. Secondary investigations included ui (users interface) knob missing, sd card cover missing, high pitch blower whine, the air outlet port had dust-like contamination in it, tan dust-like contamination at the air inlet, dust-like contamination is spread out on the top of the pca (printed circuit assembly), on top of the blower box and throughout the bottom of the enclosure, on top of the blower motor and in the bottom of the blower box. An unknown oily substance on blower seal and inside blower box. Air inlet seal had yellowed and had dust-like contamination on it. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 17 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer is unable to directly address the symptoms outlined in the complaint. They confirm that there was evidence of sound abatement foam degradation/ breakdown observed in the base unit and presence of multiple contaminants in the airpath.